Event description:
During an avrt case, the catheter was stuck in the mitral valve which required surgical removal.

Manufacturer narrative:
Limited info is available, however, we have been notified that the pt recovered and had left the hosp. The device is in transit to the MFR and not received as of 2009. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.